Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 520 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer treated with pump. Customer's blood glucose value was 520 mg/dl at the time of the incident. Customer's current blood glucose value was unknown. Customer reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was performed. The blood glucose value when admitted to hospital was 528 mg/dl and was hospitalization on (B)(6) 2017. The customer complained about diabetic ketoacidosis. Customer reported that will call back to trouble shoot the pump. The product was not returned for analysis.